Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference. Self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 70-90mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is four days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that the meter is reading lower than it should. Customer states that when she tests non-fasting her results are too low. She states that she has gestational pre-diabetes. The doctor instructed her to test one hour after meal. She states that her non-fasting results are taking one hour after she eats things like, pizza and ice cream. She believes that the results should be higher than 130 mg/dl. Educated customer regarding storage.